Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. The balloon fibers were stripped and re-inflated. Leaking was noted from the distal tip. Under microscopic examination, the inner guidewire lumen was noted to have a tear and kink. No other functional testing was performed. One photo was provided and reviewed. The photo shows the dorado balloon. Liquid droplets are noted at the distal end of the balloon. No other anomalies noted. Therefore, the investigation is confirmed for the reported leak as leaking was noted from the distal tip of the balloon based on the provided photo and functional testing of the returned sample. The investigation is confirmed for the identified material split as the inner guidewire lumen was noted to have a tear and kink under microscopic examination of the returned sample. The tear noted within the inner lumen is a possible cause of the reported leak. However, a definitive root cause for the alleged leak and identified material split could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 05/2024.

Event description:
It was reported that during an angioplasty procedure via left brachial artery, the pta balloon allegedly leaked. The procedure was completed using another device. There was no reported patient injury.